Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) unk_ngp, unomedical, mmt-332a. Troubleshooting was partially performed for low blood glucose (bgs)/over delivery as customer declined to continue. Customer reported low bgs. Customer has used the insulin pump system within 48hrs of reported low bg event. The auto mode/smartguard feature wasn't active at time of low bg event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_ngp. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: caller reported that the customer had a low blood glucose value. Paramedics took him. Caller had no information on the customer but saw that the customer was on the medtronic pump and reported the incident. Troubleshooting was declined. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.